Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00, was implanted and then removed because a scratch was noticed on the lens. There was no patient harm reported. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and showed the lens was returned cut in three pieces. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to the iol removal process. The unit was cut with sharp tools during the surgical process. Therefore, manufacturing error such as scratch defects in lens could not be verified. The complaint issue reported as ¿cosmetic/lens scratched¿ was not confirmed in the returned product. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no associated deviation or non-conformity report found in the manufacturing record review related to the complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.